Manufacturer narrative:
Report number: 1038671-2023-02535 multiple MDR reports were filed for this event, please see associated report: 1038671-2023-02535. The revision reported was likely the result of prosthesis wear, osteolysis, patella loosening, an insufficient bond between the tibial component and the bone, which led to aseptic (non-infected) tibial loosening, and/or failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, images and radiographs were not provided, and details regarding cementing technique or environmental conditions were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The following information was received in the a article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿. Patient #5: a male, 84 yrs old, bmi 35, had logic ps femur, tibia, patella revised 77 months postop the initial implant. No other information is available.